Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of under 50 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 51-53 mg/dl were recorded by continuous glucose monitor (cgm) from 10:59:23 am to 11:04:15 am on (B)(6)2020. Cgm alert 1 (cgm low alert) enunciated at 10:59:23 am. On (B)(6)2020, a total of approximately 5.33 units of basal were delivered prior to the low bg. It is possible the user¿s personal profile settings need adjustment. No boluses were delivered on (B)(6)2020. There is no evidence that the pump experienced a malfunction or failure.